Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose levels and insulin pump issue. Customer declined to troubleshoot. Customer advised the ambulance arrived and treated them after they had passed out. Customer declined to go to the hospital and did not indicate which insulin pump issue they experienced. Customer was treated for their low blood glucose levels. The insulin pump will not be returned for analysis.